Event description:
On 17-nov-2020 additional information were established what allowed to add following data: date of event (b3), model number, serial number and UDI (d4).

Manufacturer narrative:
On 17-nov-2020 additional information were established what allowed to add following data: date of event (b3), model number, serial number and UDI (d4).

Event description:
It was reported to arjo by the authorized representative in (B)(6) that one of patients (on a ventilator) gone into bradycardia and desaturase and required atropine due to a failure of an arjo bed. At time of the event, a backrest of the citadel bed was locked in a flat position and did not response on any commend given. From the information received, the customer facility used pillows to place the resident in an upright position.